Event description:
It was reported that the system 2800 uroview's monitors were flickering making viewing difficult. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The display adapter and image processor circuit boards are on order and will be replaced. No further problems are anticipated once the replacement is made. A follow up report will be filed if add'l info becomes available.